Manufacturer narrative:
No complaint was received on the device. Failure event observed during technical services analysis. Session records were provided and reviewed by abbott engineering and segm corrupted markers were confirmed. Based on the information available without a device return, the root cause of the corruption was unable to be determined.

Event description:
This report is to advise of an event observed during analysis.